Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small piece of the essure coil was noted to be embedded in the cornu of the uterus'), fallopian tube perforation ('migration/perforation') and embedded device ('a small piece of the essure coil was noted to be embedded in the cornu of the uterus') in an adult female patient who had essure (batch no. A73752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, low back pain, anemia, constipation, dyspareunia, hair thinning and menses irregular. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included weight increased with mirena. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and bilateral essure coil removal). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, embedded device, pelvic pain, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, device breakage, embedded device, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: 3 trailing coils present on both sides. Removal details-left essure coil visualized and removed intact. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small piece of the essure coil was noted to be embedded in the cornu of the uterus'), fallopian tube perforation ('migration/perforation') and embedded device ('a small piece of the essure coil was noted to be embedded in the cornu of the uterus') in an adult female patient who had essure (batch no. A73752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, low back pain, anemia, constipation, dyspareunia, hair thinning and menses irregular. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included weight increased with mirena. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and bilateral essure coil removal). Essure was removed on(B)(6)2017. At the time of the report, the device breakage, fallopian tube perforation, embedded device, pelvic pain, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, device breakage, embedded device, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: 3 trailing coils present on both sides. Removal details-left essure coil visualized and removed intact. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.